Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported that her device and therapy were not working properly. The patient reported that her symptoms were getting worse. The patient reported not feeling stimulation at the time of the report and therapy was noted to be off. The patient turned stimulation on and reported that therapy was too high on program 3 at 1.6v. The patient changed to program 2 at 1.8v and reported feeling stimulation in the correct area. The patient reported having an appointment the week following the report.

Event description:
Patient called in again and has experienced a loss or change of therapy. Therapy hasn't been working well for the patient. They saw their healthcare provider (hcp) on the date of the call who recommended the patient to call the manufacturing company for further assistance on programming. The hcp says the patient is on the wrong setting and they are not getting any symptom relief. Patient feels stimulation and says it is at a semi-comfortable level. It was considered to change programs and the patient was changed from program 2 at 4.0v to program 2 at 3.3v where they felt stimulation comfortably. It was reviewed that it takes time for body to respond to therapy, therefore titrations should be discussed with their hcp and that the patient should contact their hcp if the problem doesn't resolve or call back if they would like to try another program. Patient called in on (B)(6) 2017 to report strange pulses in their left leg which goes down to their toes. They sometimes have toe curls, but they go away after 2 minutes. Patient decreased stimulation to 3.1v. It was reviewed that the patient could decrease stimulation, but the patient said if they did, they won't get any contr ol. Their hcp didn't give the patient any guidance on program change, but the hcp told the patient to call the company. It was reviewed that another program change could be made or stimulation could be decreased, but no adjustments were made. Patient will follow up with their healthcare provider hcp and has an appointment in a few weeks. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the setting was on 1 at 3.3v. It reportedly sent a pulse through their left and curled their toes. It would reportedly go away after about 30-40 seconds. Patient was told to lower the setting, but it did not stop the problem, so they were going to leave it so it would keep helping decrease the accidents. No further information reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.